Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of an arteriovenous (av) fistula using the drug coated balloon 018 ipu06008013p d6.0 l080 ul0130, there were difficulties encountered with removal of the device. An inflation device with 50/50 contrast inflation fluid was used for balloon inflation. No resistance was encountered when advancing the device. The device was ultimately removed from the patient using a snare, and no vessel damage was noted. The procedure was aborted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the size on the luer was 60 x 80mm by 130cm the device returned with a wire loaded in the catheter exiting the luer the device was detached at the balloon bond; the distal section of the catheter was not returned the exposed inner had kinks medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.